Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed compromised force sensor system. The patient's blood glucose at the time of incident is unknown. The caller did not report any significant events that may have lead to the compromised force sensor system alarm. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk also, unable to perform occlusion test and excessive no delivery test due to loose drive support disk. The insulin pump was received cracked case at the display window corner and cracked reservoir tube lip.